Event description:
In 2009, the lay user/reporter, the pt's daughter, contacted lifescan (lfs) to report the one touch ultra 2 meter was displaying the main menu, and not the 'apply sample' icon. The sr medical surveillance specialist was able to classify the complaint based on the info originally provided. For approximately two months, the pt noted the reported meter would display only the main menu, not the 'apply sample' icon; she was reportedly unable to obtain a blood glucose reading. During this time period, the pt continued to take her usual meals and diabetes medications. The pt takes the oral diabetes medication glimepiride 1 mg per day. The same day, the pt allegedly experienced the symptom of blurred vision. She took no actions to relieve her symptoms, and did not seek any medical attention or treatment. During the troubleshooting telephone call, the customer care advocate (cca) determined the pt's testing technique was incorrect by turning on the meter prior to inserting the test strip, and that the pt's test strips were expired, which can cause inaccurate readings. The issue was resolved with pt education. The meter, test strips and control solution were replaced. The pt correctly powered on the meter prior to inserting the test strip for testing. The pt allegedly experienced symptoms suggestive of hyperglycemia after she was reportedly unable to test her blood glucose level for two months due to the meter issue. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.